Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the serial number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the device sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints. Note: heated wire circuit captured in MDR#3004365956-2016-00151.

Event description:
The event was reported via medwatch, maude review and user facility. The customer alleges that the neptune was involved in an incident in which a breathing circuit melted. The customer alleges that the patient had a red mark on her upper left arm. This red mark was not treated as a burn per user facility. No report of a patient injury.